Manufacturer narrative:
(B)(4). The lot number was not provided, therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility nurse called the baxter technical service representative (tsr) regarding a reddish/white substance in the patient line above the transfer set. Tsr explained the fibrin issue and assisted the rn to end therapy. During a follow up call on (B)(6) 2010, the facility nurse indicated the substance was thought to be fibrin. The patient was diagnosed with peritonitis. The patient was in a rehabilitation facility. The facility sent an effluent for culture. Results are unknown. The patient was feeling worse and was hospitalized on (B)(6) 2010 and remains hospitalized at this time.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. Should the sample be returned and evaluated a follow up report will be submitted.

Event description:
The customer reported that the canopy has a zipper not functioning properly and or holes in the netting but they couldn't provide any specific location of the damage. There was no pt incident or injury reported. Inspection of the returned product found that the panel side b window zipper slider body is open.